Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative tested the vitrectomy cutter, performed a ¿smart vit test¿, and checked the footswitch to ensure that it was functional. All tests were passed according to the optimization form and the system worked as intended. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cutter was not working. Additional information has been requested but not received.